Event description:
A female underwent aaa repair in 2007. One flex main body graft and two iliac leg grafts were placed. Patient had presented with a bad anatomy and an evar was performed and there was a good seal at the end of the case. The physician closed the patient and sent her to ICU. The patient was fine at the 12-hour mark. Then, sometime through the night, problems arose. It did not appear to be a graft issue but the physician believed the patient had trouble tolerating the whole procedure and subsequently expired.

Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by the patient's inability to tolerate the procedure and was in no way related to the manufacture of the device. The appropriate individuals have been notified of this matter.